Event description:
Same case as: 2134265-2009-05865, 2134265-2009-05864. It was reported that during coronary artery stenting treatment procedure, a stent dislodgement occurred, thrombosis and the pt expired. The 90% stenosed target lesion being treated was located in the left anterior descending (lad). Two balanced wires were in the lad and the physician tried pulling back the 3.0x16mm liberte stent. The stent got stuck and embolized to the distal left main (lm). The physician pulled out the delivery system, went in with an unk balloon and inflated the stent in the distal lm. The physician then used a crushing technique to place two taxus express2 stents in the distal artery. A 3.0x20mm stent in the obtuse marginal (om) and a 3.0x12mm stent in the circumflex (cx). A thrombus occurred during the procedure, and the pt was placed on a balloon pump. Several days later, the pt expired. The physician indicated "that he can't say for sure that the stents caused the thrombosis."

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.